Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery a couple of times on the (B)(6) and customer was able to fix issues. Customer mentioned on the (B)(6) the insulin pump also alarmed motor error while she was asleep and within minutes had no power. Customer's blood glucose was 7.1mmol/l. Motor error alarm occurred during basal. Customer stated the day before the alarm she finished using the sensor and got the not power and device went blank. Customer uses the sensor but was off the sensor when alarm occurred. Customer changed the battery, rewound the device, checked the setting, performed self-test, and device has been working. Troubleshooting for off no power was not completed due to device being replaced for motor error alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.